Event description:
It was reported that a large volume infusor had no flow. This issue was discovered prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H4: the device was manufactured from march 30, 2020 - march 31, 2020. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. The photograph was visually inspected and did not show evidence of the reported issue. Functional flow rate testing must be performed on the actual device in order to verify the accuracy of the alleged device. Therefore, the reported event could not be objectively verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.